Event description:
The customer called to report a blank display on the insulin pump. The reported blood glucose reading at the time of the call was 171 mg/dl. Troubleshooting was performed and the insulin pump no longer had a blank display. However, the insulin pump alarmed with an error once the battery was inserted. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the alarms due to the blank display anomaly.